Event description:
During a baxter eval, a spectrum pump failed to alarm upstream occlusion while performing preventive maintenance tests. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device failed an upstream occlusion preventive maintenance test per the operator's manual during eval. The upstream sensor will be replaced because it is a known contributor to this condition.